Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, after getting the was sheath into the left atrium, a pigtail catheter was inserted and directed towards the laa. Half dose of heparin was administrated before the transseptal puncture and half after the transseptal puncture. The activated clotting time (act) was taken 5 to 10 minutes after the second dose of heparin and was 251 seconds. When the pigtail catheter was in the laa, a small mobile thrombus was noted to be on the pigtail catheter. The pigtail catheter was removed, and the was sheath was aspirated. The physician continued with the procedure and successfully closed the laa. There were no patient complications. The patient was discharged.